Event description:
It was reported by the sales rep that during an open low anterior resectioin, the staples of the middle part were not deployed. The device was fired on a few centimeters from the dentate line. When a 25 mm anastomisis device was inserted into the patient side, it was found the tissue was not stapled. Although the both side of the staple lines were confirmed in both specimen and the patient side, the staples of the middle part were not confirmed by visual nor by touch. The gut tract was fired without being pulled by hand. The elevation angle might be narrow as the target tissue was super low. The blind stitch was performed to recover. As another device was not fired properly, additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (Devices b and c): device (a) was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Device (b) was received sterile and in good visual condition, with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. Device (c) was received sterile and in good visual condition, with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). To clarify: the first device fired with a complete cut, but staples missing in the middle of the staple line?---yes. A second device was pulled and did not fire properly?---the second device was not used. Please explain what it meant by the device did not fire properly?---one device was used during the procedure. The device fired with a complete cut, but staples missing in the middle of the staple line. So, additional suture was performed and then 25 mm anastomosis device was used to complete the case. How was the procedure completed?--- additional suture was performed and then 25 mm anastomosis device was used to complete the case.